Event description:
The manufacturer received a report from health canada vigilance reporting program (hc reference #: (B)(4)) alleging a ventilator inoperative condition occurred. ''On three occasions, the trilogy ventilator has shown a maintenance code and shut down". There was no harm or injury reported. "The ventilator and remote alarm still continue to function and would alert staff to the issue". The device serial number provided for this claim is incorrect, and no information has been provided for the device equipment number. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.